Event description:
Customer reports a cracked dialyzer on reuse number 17 prior to pt use. This dialyzer was visually noted to be cracked on the venous header running parallel to the threads and on the arterial header running vertical to the header threads. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.